Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
There was a decline in the user's hearing performance with the device after a head trauma in (B)(6) 2017. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decline in the user's hearing performance with the device after a head trauma in (B)(6) 2017. The patient has been re-implanted on (B)(6) 2018.